Event description:
It was reported a balloon rupruted occurred. An agent dcb mr 3.50 x 30mm was selected for treatment of the target lesion. The balloon was inflated to 6atm when the balloon ruptured. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.